Event description:
It was reported that the patient was experiencing leaking urine when carrying heavy goods or coughing. A month ago, the patient experienced urine leaking and the artificial urinary sphincter(aus) cuff was exchanged and the patient got better after surgery. Now, the 4.0cm cuff was replaced with a 4.5cm cuff and no pad is needed after. The patient outcome was reported to be stable.

Manufacturer narrative:
A sizing issue and urinary incontinence were reported. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction directly related to the reported events could not be confirmed and the adverse event of urinary incontinence is included in the product labeling. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient was experiencing leaking urine when carrying heavy goods or coughing. A month ago, the patient experienced urine leaking and the artificial urinary sphincter(aus) cuff was exchanged and the patient got better after surgery. Now, the 4.0cm cuff was replaced with a 4.5cm cuff and no pad is needed after. The patient outcome was reported to be stable.